Event description:
It was reported that the patient's blood glucose level rose to 14 mmol/l (252 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported that the pink slide did not move forward, however the cannula was visible and bent when the pod was removed, indicating a needle mechanism failure. The cannula had not inserted into the skin. Additionally, the pod fell off the infusion site (site unspecified) after approximately 1 day of wearing.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.